Manufacturer narrative:
Sections with additional information as of 18-jan-2024: d4: model number updated from "lct, tp npd 33g 100ct 50/case multicolor" to "lct, tp npd 30g 100ct50/case dk bl", lot number updated from "221205nm" to "181057nm", expiration date updated from "09-jan-2028" to "10-nov-2023" and unique identifier (UDI) # updated from "(B)(4)." H3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Lancets were not returned for evaluation - customer had returned the incorrect lancets, scrapped due to incorrect product received. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference (B)(4): customer's initial call. Lancets were returned - product evaluation in-process. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation is ongoing. Note: manufacturer contacted customer in a follow-up call on 15-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus lancets; complaint was for replacement lancets (internal report reference (B)(4). Customer advised that she received replacement lancets that were shipped to her and that the needles are still bent. Ensured that customer was again not bending the protective cap from side to side and that she was twisting the cap a few times and then pulling off the cap. Customer is feeling well and is not having any diabetic symptoms. The customer did not claim to be injured using the lancets and no medical attention associated with the use of the product was reported.